Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the sgc. It was reported that during preparation, the steerable guiding catheter (sgc) was not holding column. Troubleshooting was performed however the device still failed to hold column. The sgc was not used and there was no patient involvement. A new sgc was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak (loss of fluid column). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no indication of a lot-specific product quality issue. All available information was investigated and a definitive cause for the reported sgc leak (loss of fluid column during sgc preparation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.